Manufacturer narrative:
(B)(4)

Event description:
It was reported that high capture threshold was observed on the rv lead. Lead was capped and replaced. Patient was stable before, during and after the procedure.